Manufacturer narrative:
A complaint sample is expected, however, as of 6/12/07, the sample has not been received. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to tyco healthcare/kendall in 2007 that a customer had a product problem with a dialysis catheter. The customer states that there is a hole in the blue silicone extension. When the patient went from special procedures directly to dialysis for treatment, they were unable to dialyse because blood was "squirting out of the hole." The patient had to return to special procedures to have the catheter exchanged.